Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive and could not be turned on. There was no patient involvement, as the pump had not yet been used by the customer at the time of the reported event.